Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with high blood glucose level. The patient's blood glucose levels reached an unknown level while wearing the pod. The patient mentioned having wounds but no details given regarding that allegation. No information was provided about how they were treated at the hospital. Three follow ups were provided but no new information was given.